Manufacturer narrative:
Eval: bracket, IV pole.

Event description:
It was reported by service report that the customer states that the IV pole was damaged. It is unk if there was pt involvement or if there are adverse consequences to report.